Manufacturer narrative:
Physio-control further evaluated the removed system pcb and user interface pcb assemblies. No discrepancies were observed for the user interface pcb assembly. When evaluating the system pcb assembly, it was observed that an integrated circuit (ic) chip, designator u85 on the system pcb assembly was inoperative. This caused the device not show paddles ECG.  The cause of the reported issue was due to an integrated circuit (ic) chip, designator u85 on the system pcb assembly being inoperative.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb and user interface pcb assemblies. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device failed its self-test and user test. During device evaluation, physio-control observed that the device had its service led illuminated and would not charge and shock defibrillation energy. There was no patient use associated with the reported event.